Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Anvil; joint cover. The analysis results found that one ec60a device was returned with the anvil bent upwards and without cartridge reload present. The damage to the anvil is consistent with the device being clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The device was tested for functionality in the straight and articulated positions with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there were malformed staples. The instrument could not be closed correctly, no further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.